Event description:
The customer reported that the external paddle set failed to discharge at energies over 50 joules.

Manufacturer narrative:
The evaluation of this failure is based on info provided by the customer.